Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 tractip laser fiber was used during a uteroscopy and laser lithotripsy procedure for a kidney stone in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the flexiva 200 tractip laser fiber sparked and broke in two. Reportedly, the fiber was resting of the foot positioner draped with a moist towel. The procedure was completed with another laser fiber. There was no serious injury nor adverse patient effects as a result of this event.